Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to include the additional event information received on 21-jan-2026. [Additional information]: on (B)(6) 2026, additional information was received. Per the information, the procedure was targeting the m1 segment of the middle cerebral artery (mca). A continuous flush had been maintained through the microcatheter. Both stents were still on their respective delivery wires when they were removed. The information indicated that the microcatheters did not show any physical damages. Per the information, it was unobtainable whether there was any negative patient impact. The physician did not consider the reported 10-minute delay to be clinically significant. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31626342) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. However, cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 9599746) was impeded in the hub of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31530963) and could not be inserted into the microcatheter. The physician retracted the stent and replaced it with a 4mm x 23mm enterprise 2 stent (encr402312 / 9550022), but this second stent encountered the same issue. The physician replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter (606s255x / 31626342) to deliver the second stent, but the second stent encountered resistance in the proximal end of the second prowler select plus microcatheter. The physician removed both devices from the patient and replaced with new devices from other manufacturers to complete the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative patient impact.